Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing episodes were observed. The pacing portion of the right ventricular (rv) lead was deactivated and an additional low voltage lead was implanted. The defibrillating portion remains active and the patient was stable.

Manufacturer narrative:
Add'l info.